Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the recipient had an revision surgery due to skin overgrowth (date not reported).

Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2019, in order to exchange the abutment due to skin overgrowth at the implant site. This report is submitted october 10, 2019.

Manufacturer narrative:
Correction: device details updated. This report is submitted on 05 november 2019.